Event description:
During pt use, the device displayed the message "replace battery". The customer complained that following the use, the device lost power while attempting to print the stored patient report.